Event description:
Note: the date of event is unknown. On april 02, 2008, boston scientific corporation was informed that the customer experienced difficulty deploying the resolution clip device (pt age, gender, and weight unknown). The complainant stated they experienced the same issue on 2 additional but separate procedures, where in each event, the endoscope "...was in a retroflex position at time of attempted deployment. [The] resolution clip [was] not correctly deploying from [the] delivery system, apparently remaining attached. [The problems were] resolved by using a 'shaking action' with the [endo]scope [to complete deployment]." It was also reported that: "[no] trauma was sustained to the bleed site"; the patient's condition was deported as "stable" following the procedure.

Manufacturer narrative:
The device has not been returned; therefore, the cause of the reported malfunction is undetermined. The march 2008 15-month hemostatic clipping product trend report, inclusive of all failure modes, was reviewed; no anomalies were noted. The resolution clip device directions for use states: "passage of the resolution clip through a retroflexed or tortuous path, may result in the clip separating from the catheter and potentially kinking or damaging the device..." And: "applying tangential pressure to an opened or closed clip may result in the clip separating from the catheter and potentially kinking or damaging the device. In a difficult scope position, it may be necessary to straighten the endoscope to facilitate the device passage, then reposition scope for treatment..." And: "in a difficult scope position, it may be necessary to straighten the endoscope to expose the clip from the over-sheath, then reposition scope for treatment." Manufacturer reports # 3005099803-2008-00391 and #3005099803-2008-00392 pertain to the two additional events reported by the complainant.